Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator, and verified the customer reported malfunction. The se cleaned and disinfected the inspiration valve to resolve the issue. The ventilator passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that a ventilator failed to power on, and was inoperable. There was no patient involvement.